Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received a vibratory alert for charge time limit reached. There were no adverse consequences to the patient. It was recommended to increased frequency of capacitor reformation. Device remains implanted. Patient is very well and will continue to be monitored.